Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: coil (637mf0201/lot unknown). Prowler 14 microcatheter (details unknown). (B)(4)

Event description:
It was reported by the hospital contact that during the stent assisted coil embolization procedure the coil ((B)(4)/16038156) could not be advanced to the lesion location. The coil was removed and it was noted stretched. Changed to coil ((B)(4)/lot unknown) to complete the procedure. There was no report on patient injury. The patient is female and (B)(6), had pcom with 2.1*2.2mm. It was initially reported that the product will be returned for analysis. An adequate continuous flush was maintained through the microcatheter. The same prowler 14 microcatheter (details unknown) was used to complete the procedure. There was no report of a clinically significant delay in the procedure due to the event.

Manufacturer narrative:
It was reported by the hospital contact that during the stent assisted coil embolization procedure the coil (637mf0202/16038156) could not be advanced to the lesion location. The coil was removed and it was noted stretched. Changed to coil (637mf0201/lot unknown) to complete the procedure. There was no report on patient injury. The patient is female and (B)(6) years old, had pcom with 2.1*2.2mm. It was initially reported that the product will be returned for analysis. An adequate continuous flush was maintained through the microcatheter. The same prowler 14 microcatheter (details unknown) was used to complete the procedure. There was no report of a clinically significant delay in the procedure due to the event. A non-sterile orbit mini complex fill 2x2 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped and no damages were noted on it. The support coil, gripper and part of the embolic coil were inside of the introducer, the rest of the embolic coil was found outside of the introducer and it was found kinked in knot condition. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched in knot condition. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due to the embolic coil was found stretched in knot condition. The failure reported by the customer as ¿dcs ¿ impeded in mc¿ could not be evaluated due to the embolic col was received stretched in knot condition. The failure reported by the customer as ¿coil ¿ unraveled stretched¿ was confirmed, the cause of the stretched condition noted on the device were apparently caused by applying excessive force on the device but it could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures from leaving the facility. Therefore no corrective action will be taken at this time.